Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to corroded electronic assembly. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to frozen display. Moisture damage was found on motor assembly. The pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call of audio beep anomaly and frozen screen from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that her pump got unclipped from her shirt collar. The customer leaned over a pool and the pump fell into the pool. The customer stated that she was sleeping when the constant tone started. The customer stated that an alarm did not occur prior to the constant tone. The customer was unable to run self-test. The customer will be sent a replacement pump. The customer will return the pump for analysis.